Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, fold creases. And was observed after autoclave cycle: cloudy gel. A weight test of the explanted material was verified and it was within specification. Observed a separation between shell and patch (ss), it is out of specification per qa 199.04, it is assessed as workmanship. Based on the device analysis the final assessment is: split in patch assessed as workmanship. A further investigation was requested. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii-IV. Device has been explanted.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found a split in patch area (ss) which is considered as workmanship according the qa199.04. This finding is not related with the reported event. During the trend review of all split in patch complaints for gel breast implants for the period of mar 2018 through feb 2020, was noted an outlier in apr 18. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii-IV. Device was explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1. G.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii-IV. Device remains implanted.